Manufacturer narrative:
Pump received with frozen display followed by an unexpected constant audio tone due to moisture damage at electronic assembly. Also received with moisture damage on the keypad, motor and vibrator assembly. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test or verify unresponse button due to frozen display.

Event description:
The customer reported via phone call the insulin pump had a constant tome and keypad anomaly. The customer¿s blood glucose was 183 mg/dl at the time of incident. Customer stated that the insulin pump was making a high pitched noise and the esc and act buttons were unresponsive. Customer reported that a 2 hour insulin pump rest did not resolve the issue. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.